Event description:
It was reported that the surgeon attempted to insert an aa4203tl silicone plate lens with toric optic and the haptic was torn while advancing in the injection system. There was no pt contact.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that a haptic was torn off from the optic and missing. There was a clear surgical residue on lens. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.